Event description:
The customer had an on-going issue with sodium results since (B)(6) 2011. She provided results for three patients. Results for two patients were discrepant and only the discrepant result from one patient was reported outside the laboratory. The initial sodium result was 132 mmol/l. The result was reported outside the laboratory and questioned by the doctor. The sample was repeated, (B)(6) 2011, on another ise module and recovered 138 mmol/l. The patient was not treated based on the erroneous result. The sodium electrode lot number was not provided. The field service representative determined a fluidics failure of the sipper nozzle and flowpath was the cause. He cleaned and lubricated the sipper nozzle and associated fluidics path. The field service representative observed the customer run calibration, quality control and a precision. All were acceptable.